Event description:
The reporter indicated the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to pt complaining of discomfort, unsatisfactory vision and glare.

Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4) - glare, unsatisfactory vision - (B)(4).